Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing and noise , resulting in a inappropriate therapy to the patient. The right ventricular (rv) lead was surgically capped/abandoned and a new lead implanted. No additional adverse patient effects were reporting.